Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-oct-2021 to 20- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system drawer failed. A field service engineer replaced the mini engine pocket and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer malfunctioned, during a procedure delaying user access to medication. Customer did not specify the nature of the affected procedure but reported a delay of 10 to 15 minutes to move an anesthesia station from another room. The pharmacy staff first attempted to recover the drawer(s) but we were unsuccessful. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer malfunctioned, during a procedure delaying user access to medication. Customer did not specify the nature of the affected procedure but reported a delay of 10 to 15 minutes to move an anesthesia station from another room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's mini engine and controller module would malfunction, even after being replaced multiple times, causing drawer pocket 1.4 to not lock and occasionally only open halfway. The malfunction was corrected by replacing the drawer's mini engine and the module controller board to resolve. The device was monitored until the customer confirmed the issue was resolved. The system functioned as intended.